Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh and bs obtryx were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on 10/12/2012 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion and urinary/bowel problems. It was reported that the patient underwent a vaginal mesh removal, latzko repair of vesicovaginal fistula, cystourethroscopy, bilateral ureteral stent placement on (B)(6) 2013 due to vesicovaginal fistula. It was reported that the patient underwent a cystoscopy with bilateral retrograde pyelograms, excision of vesicovaginal fistula and omental flap interposition on 06/26/2013 due to vesicovaginal fistula. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted concurrently with robotic supracervical hysterectomy due to enterocele, rectocele and cystocele. No additional information. No additional information was provided.